Event description:
Serious injury involving one person. Incident was reported while collecting data for another possible report by consumer. In 1996 pt was diagnosed with a corneal ulcer in the right eye at 10:00 o'clock.. Ulcer was resolved with tobrex. Total duration of use was 10 months prior to diagnosis. Pt returned to practicioners office in 1997 with discomfort in the pt's eye. Practicioner noted dirty lenses and inverted lash irritating right eye. Previous ulcer still clear.